Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown due to a low battery resulting in the pump settings/date being erased. There was no reported impact to the customer¿s blood glucose. Customer declined to troubleshoot the issue or provide additional information.